Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. A functional test was attempted, unable to run functional tests because perpetually rebooting. The receiver was opened, ui pcba was detached and the receiver log was downloaded. A review of the receiver log found that the customer complaint was confirmed due to reboot receiver - error recovery followed by "screenrecoverableerroralarm". However, the reported event of initializing screen without manual restart was confirmed because there were indications that the receiver was "initializing the screen without manual restart" within the investigation window. A root cause could not be determined.